Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that while performing a confirmation o-arm 3d spin and subsequent transfer to the s7 navigation system, the spine software suddenly exited and was on the "system exiting" page. The system was unresponsive and remained on this page, so the rep proceeded to perform a hard shut down of the system and reboot the s7. She was able to reload the spine software normally and manually transfer the exam to the s7 from the o-arm system. Since this was a confirmation spin they did not need to use the system for navigation there was no delay to surgery or impact to the patient.

Manufacturer narrative:
No evaluation results available at this time other than rebooting resolved the issue.